Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. Section d6b - date of explant: date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken on an unknown date during which the physician explanted the patient's scs ipg to address the issue.